Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7027794; medical device expiration date: 06/30/2018; device manufacture date: 01/27/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® z (no additive tubes) exhibited hemolysis. No serious injury or medical intervention.